Manufacturer narrative:
The device was received for evaluation by the manufacturer and the evaluation has not yet been completed. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that a patient's blood glucose levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. The patient was sleeping when the adhesive pad failed, causing the cannula to dislodge from the infusion site.

Manufacturer narrative:
The returned product was evaluated and performed as designed. Adhesive properties prior to use could not be determined. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.